Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
It was reported, on an unspecified date, a plum a+ experienced an infusion flow issue. The reporter stated it was detected that when medication was programmed in secondary for a certain time, it was delivered in less time than programmed. The error was detected with primary set and with the blood transfusion set. The customer stated that it is unknown the medication used with the pump, and it is unknown how much less time it took to deliver. The event occurred during patient use, however; no one was reported harmed as a result of this event.

Manufacturer narrative:
The visual inspection was carried out and upon completion of the inspections, it is verified that all have been passed, the pump is in good physical condition. Device date/time and local date/time: date and time that is registered on the device: date: september 22, 2023 time: 13:26 real-time local date and time of data capture: date: september 22, 2023 time: 11:09 the date is correct on the pump, but the time is off by 02:17 hrs:min download and review alarm history: the event log and alarm history are reviewed and downloaded to proceed with the data analysis according to the client description. The last programming carried out on the team's primary channel is on august 20, 2023 channel a (primary) flow rate: 60,0 ml/h volume to infuse vai: 1000 ml duration: 16:40 hrs:min this last programming is alternate only with channel a in use. The last programming of the secondary channel was on (B)(6)2023 channel b (secondary) in simultaneous mode flow rate: 60,0 ml/h volume to infuse vai: 7,5 ml duration: 00:10 hrs:min in the last record of 320 alarms contained in the device, a schedule with a duration of approximately 4 hours was not found. For this reason, analyzing the history, the last record was taken where the secondary channel (b) intervenes, taking these values as a replica of the protocol, because the client detected that when the medication was programmed in the secondary channel (b ) by a certain time, it was delivered in less time than scheduled. The programming was in simultaneous mode, that is, the primary channel (a) and the secondary channel (b) infusing at the same time: channel b (secondary) in simultaneous mode flow rates: 60,0 ml/h volume to infuse vai: 7,5 ml duration: 00:10 hrs:min channel a (primary) in simultaneous mode flow rates: 60,0 ml/h volume to infuse vai: 1000 ml duration: 16:40 hrs:min the last programming of channel a and b is carried out, according to the registration history of the infusion pump. This programming was carried out to observe the delivery, especially on channel b, due to what the client reported. Channel a and channel b were programmed in simultaneous mode as shown in the infusion pump log history and it was monitored that the delivery of channel b was completed in a timely manner. The test is run with the following data: date: september 22, 2023 time: 1:30 p.m. Test in simultaneous mode channel a (primary) flow rates: 60,0 ml/h volume to infuse vai: 1000ml. Duration: 16:40 hrs:min channel b (secondary) flow rates: 60,0 ml/h volume to infuse vai: 7,5ml. Duration: 00:08 hrs:min end of infusion: date: (B)(6) 2023 time: 1:38 p.m. Total volume infused: 14,3ml. Total infusion time: 00:08 hrs:min client protocol test conclusion: upon completion of channel b (secondary) infusion, the pump stops on both channels a and b to measure delivery accuracy. The pump indicates that it was infused in channel a: 6,8 ml and in channel b: 7,5 ml, therefore, the sum of channel a and channel b results in 14,3 ml. Delivery in simultaneous mode: channel a 7,2 ml + channel b 7,8 ml = 15 ml total volume. Performing measurement, it was obtained that the delivery in simultaneous mode was 7,8 ml for channel b. Therefore, the difference between the programmed result and the result is 0,3 ml. Device history record (DHR) was requested and attached in the service request. The pump does not replicate the error that was reported in the description of the event, the pump was found in good physical condition and delivering within the parameters allowed by ICU medical, a probable cause would be incorrect entry of the data to be programmed by the user responsible for programming. The production validation testing was performed, and all tests passed.